Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect has been verified and repaired. The following repair activities were performed replaced broken electrovane assembly. Full generator testing and verification performed in accordance with manufacturer's requirements - all testing passed. Electrical safety test performed - all testing passed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic stabilization surgical procedure, it was observed that the fms vue pump device was not working. According to the reporter, the fluid pump function was working perfectly; however, the shaver would not function continuously. The surgeon switched chondrotome hand piece and still was not working. They switched foot pedal and still was not working. It was reported that the fault was with the shaver function. There was a delay of 10 minutes in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the fields device available for evaluation?, date device returned to manufacturer and is device returned to manufacturer? Were inadvertently missed in the initial report. Since the device was received and evaluated, all fields have been updated accordingly to reflect the correct information. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.